Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, concern with the product, "stabbing pains" and "pruritus".

Event description:
Healthcare professional reported left side rupture, exchange from textured to smooth implant, "stabbing pains" and "pruritus". Device remains implanted.

Manufacturer narrative:
Continued health effect impact codes: f2203 - imaging required.

Event description:
Device has been explanted.